Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade and right atrial lead revision procedure. Prior to the procedure during device testing it was noted that the right atrial lead did not capture and no sensing of p waves. Noise was easily reproduced on the right atrial lead. The right atrial lead was explanted and replaced, and the upgrade procedure was completed without issue. The patient was stable after the procedure.